Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a heart rate that was in the forties per their fitness tracker, yet their implantable pulse generator (ipg) lower rate was set to sixty beats per minute. The ipg remains in use. No further patient complications have been reported as a result of this event.